Manufacturer narrative:
The technical investigation of the returned pantera leo revealed that the balloon has been in- and deflated. Microscopic inspection showed a pinhole just 6 mm distal of the proximal x-ray marker and scratches with transversal orientation nearby the damage site.review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause was determined. The final root cause is most likely related to external factors during the procedure.

Event description:
Ous MDR - the pantera leo balloon was successfully used for pre-dilatation. During post-dilatation the balloon ruptured at 20 atm.